Manufacturer narrative:
(B)(4): the returned trigger operated as intended throughout the evaluation without issue. The evaluation was unable to be completed since the main housing was not returned with the sample.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2011-00980. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2011. During the procedure, the device stopped working and would not rotate. Another like device was used to complete the procedure with no adverse patient consequences.